Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer's blood glucose was 250 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the failed battery test alarm recurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected failed battery test alarms were noted. The pump had minor scratches on the display window.